Event description:
On (B)(6) 2006, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle cup size 56 mm, with the 36 inner diameter metal liner, a femoral stem 13.5 mm, and a 36 mm articul/eze metal on metal femoral head. On (B)(6) 2006, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of a pinnacle cup size 58 mm, with the 36 inner diameter metal liner, a femoral stem 13.5 mm, and a 36 mm femoral head. Soon after these surgeries, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my right thigh and right hip area and left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: left hip degenerative joint disease, right hip djd w/arteriovenous malformation.